Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image a definitive root cause could not be identified. Based on the results of the investigation: it was likely that the error prompt on the video was due to no image and no data, in other words, component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope displayed an error prompt on the video. There were no reports of patient harm.